Event description:
It was reported a pericardial effusion occurred. A watchman access system (was) and watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the trans-septal puncture was performed with a non-bsc product, a pericardial effusion was noted. At this time, the case was aborted and a pericardiocentesis was performed to successfully resolve the effusion. Patient is stable and was discharged.